Event description:
Adverse event(s): possible pc tear (capsule bag tear, posterior); required vitrectomy (vitrectomy). Product problem(s): none reported (no known device problem). A nurse reports the surgeon had problems keeping the eye inflated, a vitrectomy was required on two pts and there was a possible capsular bag tear. Follow up information from the nurse indicated these events were not related to the system, but were due to operator error. No further information has been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)